Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, asystole, and arrhythmia. The right ventricular (rv) lead was oversensing the atrial lead including p waves and atrial pacing. This resulted in incorrect pacing in the right ventricle. A lead fracture is suspected. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.